Event description:
The patient was undergoing a thrombectomy procedure in the common femoral artery using an indigo system aspiration catheter 7 (cat7), a guide sheath and a guidewire. During the procedure, after completing two passes, the cat7 fractured at the distal end while aspirating. Subsequently, the cat7 was removed in one piece. The procedure was completed with a new cat7. There was no adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Evaluation of the returned cat7 confirmed a distal shaft fracture. If the device is manipulated against resistance, damage such as a kink and subsequent fracture may occur. Based on the reported complaint, the root cause of resistance could not be determined. Further evaluation revealed kinks and ovalizations throughout the length of the device. This damage was likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.